Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced lead migration (confirmed via x-rays). However, reportedly the patient's pain has improved and the patient would like for the system to be explanted. Surgical intervention may occur later to address the issue.